Manufacturer narrative:
Returned for evaluation was an arterial hub. As received, the customer only returned the venus hub for evaluation as it was indicated the catheter is still implanted and repaired. The customer's complaint description of leak in the extension tubing at the junction with the luer hub is confirmed due to fracture in the extension tubing. A hole was identified in the extension tube where it meets the luer hub. Extension tubing dimensions were measured and confirmed to meet specification. There were no manufacturing non-conformances observed during sample review. A definitive root cause could be determined. However, the most likely root cause for this failure is over torquing of the hub to extension tubing junction during cleaning/use of the device. The reporting facility did not indicate the lot/batch of the affected product. As a result, a search for similar complaints of the same lot/batch number could not be performed. Labeling review: the following is provided as a reference from the dfu that is provided with the product: warnings: in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. Use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. Do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Examine catheter lumen and extensions before and after each treatment for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
Correction to final investigation results: procedure date originally reported as (B)(6) 2019. Corrected to reflect (B)(6) 2019. Originally reported as: returned for evaluation was an arterial hub. As received, the customer only returned the venus hub for evaluation as it was indicated the catheter is still implanted and repaired. Corrected investigation result: returned for evaluation was an arterial hub with a small amount of tubing attached. As received, the customer only returned the arterial hub for evaluation as it was indicated the catheter is still implanted and repaired. All other investigation results previously reported are correct as previously reported. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A nurse reported an issue with a bioflo duramax catheter. During a procedure, it was noted that the catheter was leaking from under the luer neck. The catheter was repaired by replacing the luer neck with a repair kit. Due to the leak, blood loss and air aspiration was experienced by the patient; however, there was no report of adverse effects as a result of this incident. The reported device is available to be returned to the manufacturer for evaluation.